Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient turned their ins off because they had injured themselves where the ins was placed. Patient then saw their doctor for reprogramming and were told the ins was showing a lot of resistance/they were unable to program, so the healthcare provider was going to try at the patient's next visit to program their device. Patient reported they had a cramp in their foot like they had the stimulation on for the past 3-4 weeks. Doctor stated the stimulator was not causing the cramping. Patient reported they were working with their physician on the reported issues. No further complications were reported or anticipated.